Event description:
It was reported that the patient reported feeling their heart racing. It was also reported that the atrial histogram showed a rate distribution between 70-110 bpm. It was further reported that the rate response has remained unchanged and at the patient's last check the atrial sensitivity was made more sensitive. The patient will return for another check. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.